Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead fracture and high impedances on the lead.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead fracture and high impedances on the lead. Additional information was received that the patients leads had migrated down. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.